Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alerting every four hours. It was further reported that a lead integrity alert (lia) had been triggered and noise was observed which were attributed to cautery completed during a medical procedure. Reprogramming was completed and the ICD remains in use. No patient complications have been reported as a result of this event.